Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Thee patient alleges that the bolus recommendations provided by the blood glucose monitor are not accurate. The patient experienced elevated blood glucose readings. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.